Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to physical or chemical stress, storage environment, or aging deterioration. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The right direction of the angulation was out of standards due to the worn angle wire. The connecting tube had a crease. Ccd lens and light guide lens were cracked. Forcep elevator angulation was out of standards due to the broken wire. There was a dot on the light due to the light guide lens and the ccd lens failure. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus found that there was dirt at the inside of the light guide lens. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.